Event description:
It was reported that doing a legion knee revision and when the surgeon was placing the insert, it snapped in with no impaction. When reducing the joint the insert popped out as easy as it popped in. The surgeon tried a few more times and the insert would not stay in place even though it was fully seated in the baseplate. Surgery was not delay and a backup device was available.

Manufacturer narrative:
This complaint has been re-evaluated for MDR reporting. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.